Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl and was unconscious; cause was unknown. Customer consumed carbohydrates and gatorade to address bg and was transported by ambulance to the emergency room (ER). Customer was "unsure of what treatment that was provided" and was released the same day with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.